Manufacturer narrative:
Follow-up # 1 date of submission 10/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, the pump did not power on. Further testing was not able to be performed due to the unresponsive pump. A visual inspection of the pump showed multiple cracks in the battery compartment. There was corrosion observed in the battery compartment. A leak test was performed and battery compartment leaks were found. The pump was opened and no further evidence of moisture was found on internal components of the pump. The complaint of a battery life issue was not able to be tested due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.